Event description:
A home pt's family member contacted baxter technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/8 of their automated peritoneal dialysis therapy. Per initial report, the home pt left an unused supply line of the homechoice set unclamped during therapy. Baxter's therapy service center assisted the home pt's family member in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.